Manufacturer narrative:
Device display properly and no green anomaly noted. No motor error alarm or e70 alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor position encoder error. Customer¿s blood glucose was 176 mg/dl. Customer had felt shaky with nervousness. Customer also reported that the insulin pump had motor error alarm. Customer stated that drive support cap was normal. Customer was able to complete insulin pump rewind. Troubleshooting was performed. Customer was advised to the insulin pump would need to be replaced, to discontinue use of the insulin pump and refer to back up plan. Insulin pump will be returned for analysis.